Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/9/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/14/2016 with the following findings: pump returned with corrosion in the battery compartment. Battery compartment is cracked above the bumper pad. Battery cap was not returned with the pump. Test battery cap is able to carefully attach to the pump and power it on. Pump current draws measured with in specifications. A battery life issue was not duplicated during testing. The black box shows on (B)(4) 2016 at 16:43 a partially discharged battery was installed resulting in a low battery warning. Leak test fails due to battery compartment leak. Removed pump cover; no further evidence of moisture was observed. No damage to the power circuit or battery flex was found.